Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient could feel non-stop shocks that started a month ago that would come and go and was gradual in onset. It was noted that since 6am on the day of the report, it had been non-stop, they could be seen, and the patient¿s belly was moving like they had a baby. Actions taken prior to the day of the report included the patient having tried walking and massaging it. It was noted that there were no trauma/falls that could be related to the issue. The patient was redirected to follow up with their healthcare provider (hcp) to see why the stimulation was non-stop.no further complications were reported/anticipated.